Manufacturer narrative:
Correction f10/h6 health effect - impact code. Correction b5: it was reported that a novum iq large volume pump was not infusing "k and mg" (24.67ml of 25ml). There was no report of patient injury or medical intervention associated with this event. No additional information is available. Correction to g3: date received by MFR ¿ the initial aware date is corrected to 02/07/2025 (previously reported as 02/11/2025). A review of the event history log shows an infusion of potassium chloride on the reported event date. The pump was not on standby prior to the infusion or powered off with a loaded set. No air-in-lines was revealed during this infusion, however 2 downstream occlusions alarmed. The infusion was the secondary infusion. A search for motor stall revealed no results. Additionally, an infusion of magnesium was found on the reported event date. However, there were multiple infusions. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump was not infusing. This was observed during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.